Manufacturer narrative:
This product was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to a lead fracture. It was further reported that a new rv lead was successfully implanted. No additional adverse patient effects were reported.